Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set underinfused while being used with a pump. It was further reported that the pump was programmed at a rate of 100ml/h however, after one hour 20ml of sodium chloride remained in the bag. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: description of event or problem, device identification lot number. Additional information was added to adverse event problem. Description of event or problem: the customer stated that this occurred during a test done by taking an empty bag and filling it with exactly 100 ml of nacl that was measured by syringe. The device was being used with a non-baxter infusion pump. Device identification lot number: the customer reported a potentially associated lot number, r19g11134. A batch review was conducted for lot r19g11134 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.